Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open wound under one of the electrodes. A nurse practitioner prescribed an unknown cream. The patient reported that the wound was still present, but had improved a little.